Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the proglide device could not be backloaded over a 0.014 guide wire. Two additional proglide device was used for successful suture placement using the preclose technique. The sheath was greater than a 10fr sheath. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inserting the guide wire was confirmed. The sheath was dissected to inspect the seal valve. While in the sheath, the distal end of the seal valve was pinched inward. Once removed from the sheath, the distal end of the seal valve straightened. The distal edge of the seal valve was flat and thinner where it was pinched inward. There was no other damage noted to the seal valve. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.